Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length, distal tip and cut wire were twisted. Additionally, the cut wire was slightly bent. A functional evaluation found that the device would not bow in plane due to the bent wire. The cut wire was found to be properly insulated along the working length/catheter. An electrical functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. Review of the directions for use (dfu) adverse events section, identifies patient burns as being one of the possible electrosurgical adverse effects. The exact root cause for the patient burn can't be determined, however, burns are anticipated procedural complication. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure a secondary burn site was identified by the physician. The account was not able to confirm whether the burn was caused by the dreamtome. No intervention was required to treat the burn site. The procedure was completed with a different device. The account further reported that no damage was visible to the dreamtome. Additionally, the generator and active cord used were reported as being non-bsc devices. The patient's condition at the conclusion of the procedure was reported as being stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
The patient received a 3-4 mm burn, 1 cm from the ampulla (site were the sphincterotomy was performed). The patient was admitted as a results of the burn.